Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2017-10555, 0001825034-2017-10556, 0001825034-2017-10557, 0001825034-2017-10558, 0001825034-2017-10559. Concomitant medical products: acetabular cup, unknown part/lot. Femoral head, unknown part/lot. Acetabular liner, unknown part/lot. Unknown femoral stem, unknown part/lot. The 11-302102 arcos troch claw small 100 mm lot 085570. The 11-302142 arcos lateral troch bolt 42 mm lot 398520. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient underwent an incision and drainage approximately two years post-implantation due to subcutaneous abscess.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.